Manufacturer narrative:
Follow up report will sent within 30 days following the completion of the investigation.

Event description:
The stent did not deploy uniformly. The stent remained where placed and did not straighten post dilation.

Manufacturer narrative:
(B)(4) device of lot c1234857 was implanted in the patient and was not returned for evaluation. From the information provided, a document based investigation was carried out. From the customer testimony, the patient did not have a calcified anatomy, but did exhibit some tortuosity. The patient had pre-existing venous disease. The device was implanted in the iliac vein. There was no deployment difficulties reported. The stent remained inside the patient, and no additional procedures were required as a result of this occurrence. Imaging of the implanted stent (x-ray, CT scan, angiography etc.) Were not available at the time of investigation. There is no evidence that this incident did not occur. Therefore, the customer complaint is confirmed based on the customer testimony. A possible root cause for this occurrence could be the tortuous patient anatomy. In addition, zilver 635 biliary stents are indicated for use in the biliary tree. As per customer testimony, the stent was implanted in the iliac vein. Implanting the stent in a non-indicated location may have contributed to the stent deformation. However, the conditions of use cannot be replicated in the laboratory environment, imaging is unavailable and the device was not available for evaluation. Therefore, a definitive root cause of this event cannot be determined. As per product IFU, under the intended use section: ¿the zilver 518 and 635 biliary stents are intended for palliation of malignant neoplasms in the biliary tree.¿ all zib6 (zilver 635 biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for this lot did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. The patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation into this event. Event description submitted as follows: the stent did not deploy uniformly. The stent remained where placed and did not straighten post dilation.